Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on the morning of (B)(6) 2022. In the afternoon, the patient took a nap. When he woke, he noted his cgm value was low on his tandem pump. He self-treated but was unable to increase his bg before passing out. His parents found him and were able to transport him to the emergency department (ed) where he was treated with IV glucose. The patient alleged the cgm values were 100 points higher than his bg values. Post-IV glucose, the patient¿s cgm/tandem displayed 356 mg/dl but his bg was 246 mg/dl. The sensor was removed while he was in the ed. The patient was release home around 6:00 pm and has recovered. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.